Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that the battery consumption on this implantable pacemaker has increased. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery consumption on this implantable pacemaker has increased. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.